Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been over 400 mg/dl. The customer has been treating her high blood glucose with manual insulin injections; however, the syringes were not working as well for her due to the insulin not being as potent. The customer spoke with her health care professional who then made adjustments to her insulin pump settings. The customer also confirmed that her insulin was not expired. Troubleshooting was declined for the insulin pump; the customer was convinced that the insulin was the problem and not the device. No products were returned or replaced.